Event description:
It was reported that during central processing, the monopolar curved scissors instrument tip became disconnected during the cleaning process. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 06-mar-2026: the tip was impossible to put back. There was no broken cable visible.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. Review of the provided image was performed by failure analysis engineer (fae): the images showed 2 monopolar curved scissors (mcs) instruments with the distal end components detached from the tube extension and only connected via the conductor wire. The only way this can occur is for all 6 cables (2 pitch, 4 grip) at the distal end to break. There doesn¿t appear to be visible evidence of cables sticking out at the wrist.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have the proximal clevis completely dislodged and was not returned with the instrument. Due to the dislodged clevis, these additional failures occurred: the instrument was found to have a cutted grip-, pitch and conductor wire- cable inside the main tube. The cutted cables were not returned with the instrument. The instrument was unable to be tested due to the physical damaged condition of the form in which this instrument was returned by the customer. The probable root cause of the dislodged proximal clevis is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.

Event description:
Refer to h11 for follow-up information.